Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 4524-45 lead implanted: 1995 (B)(6). (B)(4).

Event description:
It was reported that low impedance was exhibited with the right ventricular (rv) lead. The rv lead remains in use. No patient complications have been reported as a result of this event.